Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon device interrogation, the right atrial lead exhibited noise oversensing leading to inappropriate automatic mode switch. The noise could not be reproduced with isometrics or pocket manipulation. No intervention was performed. The patient was stable.